Event description:
It was reported the intraocular lens was explanted without complication 2 months after implant, due to a distorted haptic.

Manufacturer narrative:
The intraocular lens (iol) was discarded by the account and not returned to the manufacturer for analysis. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.